Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 6lnorth main drawer 5 would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed to open. A field service engineer verified the error on the screen, measured the drawer control printed circuit board assembly (pcba) and confirmed it was normal. Replaced the pyxibus module controller (pmc). Performed hardware test application (hta) testing and it passed. The customer also tested the unit and reported no issues. The system functioned as intended after the field service engineer repaired the device.